Manufacturer narrative:
(B)(4).

Event description:
It was reported "the bifurcation had been disconnected from sterile cover and was dislodged by approx 5 inches. A [teleflex employee] notified [the user]that because of this, the iab was no longer sterile and would need to be removed. Later [the user] stated that the iab had been reinserted despite recommendation to remove". Additional information states that the teleflex employee notified the customer of different options with securement of iab. And stated the bifurcation on this patient had not been stabilized which ultimately led to the dislodgment upon movement. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "the bifurcation had been disconnected from sterile cover and was dislodged by approx 5 inches. A [teleflex employee] notified [the user]that because of this, the iab was no longer sterile and would need to be removed. Later [the user] stated that the iab had been reinserted despite recommendation to remove". Additional information states that the teleflex employee notified the customer of different options with securement of iab. And stated the bifurcation on this patient had not been stabilized which ultimately led to the dislodgment upon movement. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "the bifurcation had been disconnected from sterile cover" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.